Manufacturer narrative:
The directions for use states that the implant must be charged every 12 months to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient no longer had pain so patient stopped using the scs system and did not recharge the ipg as recommended. The ipg became inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, therapy was established.